Event description:
Reportedly, the instument misfired, did not place properly formed staples on the tissue, and tissue trauma resulted. Therefore, the surgeon had to oversew the staple line to complete the case. Procedure: lap gastric bypass patient status: no patient injury reported.